Event description:
The customer reported that the system can't turn on. No patient involvement or impact was reported.

Manufacturer narrative:
(B)(4). The customer reported that the system can't turn on. No patient involvement or impact was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.